Manufacturer narrative:
Patient demographic unknown. Per RMA an lcd display was sent to site for replacement. Part was not returned for evaluation.

Event description:
Site reported the lcd suddenly stopped displaying any video, and the screen went totally blank. The surgeon had just finished the navigation aided knee procedure with the tria system. Use of the system was not discontinued as the surgeon had just finished the case. No impact on patient outcome reported.